Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
A nurse complained of discrepant glucose results for 1 patient from an accu-chek inform ii. The meter serial number was asked for but not provided. The initial result from the meter was 338 mg/dl and the nurse did not believe was accurate. The nurse tested the patient again and the result was 139 mg/dl which was believed to be accurate. The nurse stated that the alcohol applied to the patient's finger was not dry when she tested the patient. There was no allegation of an adverse event. There was no treatment based on the results. The qc was acceptable within 24 hours of the event. The suspect product was requested to be returned for investigation.